Manufacturer narrative:
(B)(4). There was no reported device malfunction and the device is not returning. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The reported patient effect of angina, as listed in the xience v everolimus eluting coronary stent system instructions for use (IFU), is a known patient effect that may be associated with the use of coronary stents. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that on (B)(6) 2013 a 3.0x12mm xience v stent was successfully implanted in the mid left anterior descending coronary artery. On (B)(6) 2014, the patient was hospitalized due to chest pain. Medication was given and a diagnostic angiogram was performed. On (B)(6) 2014, the event resolved and the patient was discharged. There was no additional information provided.